Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4: UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Damaged tank cover, front cover, and micro switch. The pump worked fine but the micro switch was damaged which would explain intermittent pump activation. The root cause of the reported issue was found to be a damaged micro switch. Actions were taken to mitigate the reported issue: replaced the micro switch.

Event description:
It was reported that the pump was intermittent. No patient injury was reported.